Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-implant the patient developed a large hematoma requiring evacuation the next day. The patient was in stable condition following the procedure. The device was later explanted unrelated to the hematoma.

Manufacturer narrative:
Analysis was normal. No anomalies were found.